Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with a glucose shot administered by paramedics. The customer was not hospitalized. Customer states that she does not want to trouble shoot because it is a past event and has not had any other episodes with low blood glucose levels. The customer did not return the product back for analysis.